Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced a fault code 36, indicating a defibrillator output problem. Cpi engineering suggested the ICD be replaced. No further information is known at this time.